Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported during a da vinci assisted pyeloplasty surgical procedure that the fenestrated bipolar forceps wire snapped at the head of the instrument. The procedure was completed with no reported injury.